Event description:
It was reported that during an atrial lead reposition, the ventricular lead was dislodged during the procedure. The lead was explanted and replaced.

Manufacturer narrative:
An info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.